Event description:
It was reported that after implant the patient was lifted from behind by grabbing his armpits pulling his left arm back and left shoulder up. That may cause the lead to not capture. Lead was explanted. Device will not return because lead was not retrieved. No additional adverse patient effects were reported.